Event description:
It was reported that the needles were leaking as well as breaking off the syringe. We also received reports of health providers sticking patients with the needles and then upon retract, they were breaking and getting stuck within the patients. There was patient involvement and unknown patient harm/adverse event reported.

Manufacturer narrative:
B3: day of event is unknown. H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H3, h6: no product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. The service history review identified no indication that the complaint was related to a service of the device within the review period.